Event description:
It was reported that the pt had cellulitis at the incisional site. The pt had redness, generalized weakness, malaise and vomiting. The pt received keflex 500 mg every 6 hrs for 5 days, phenergan 25 mg every 6 hrs as needed, morphine bolus via intravenously (IV) and zofran (ondansetron) bolus IV. The event was considered on-going. Further info was requested.

Manufacturer narrative:
(B)(4).